Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The physician reported the patient presented with severe mitral regurgitation (mr) and, after a repair attempt using the annuloplasty ring, saline testing showed mr was still present. Therefore the ring was removed and replaced with a bioprosthetic valve. No additional adverse patient effects were reported.